Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was damaged. There was reportedly moisture/corrosion in the battery compartment. There was no indication of damage to the battery cap and no visible yellow o-ring; however, the battery cap was replaced 4 to 6 months ago. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: no power issues were observed in the black box. No damage was found to threads inside the battery compartment. No damage was found to battery cap. The battery cap height and width contacts met specification. The battery cap was able to secure tightly to the pump. The battery compartment was observed to be cracked above and below the bumper pad. Corrosion in the battery compartment was observed. A leak test determined a leak at the battery compartment. The pump opened; there was no further evidence of moisture found. The pump was exercised for 24 hours with no power issues. (B)(4).